Event description:
It was reported that a pouch of the transfer set in the pre kit was already opened. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sentence "it was reported that a pouch of the transfer set in the pre kit was already opened." Should read "it was reported that a pouch of the prep kit was already opened." The device was received for evaluation. The overpouch of the kit was found to be torn. The reported issue was confirmed. A review of all batch record documents for lot number 13b14h70 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was determined to be operator error. The relevant operators were notified about this issue. Should additional relevant information become available, a supplemental report will be submitted.